Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and an unexpected restart alarm. The customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer stated that the insulin pump alarmed unexpected restart and unable to clear the alarm due to act button was unresponsive. No troubleshooting was performed. The insulin pump is not expected to return for analysis.